Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the t1, t2, and suture were not returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the device cycles as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair, after t1 of the fast-fix was deployed, t2 deploy prematurely. Both ts were removed from the patient with tweezers. The procedure was completed with a s+n back up device. There was a non-significant surgical delay and no further complications were reported.